Manufacturer narrative:
H3, h6: one 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment, has been returned for evaluation. Visual assessment confirms complaint. Device was returned with sutures. Broken anchor was not returned. Human matter was visible on device and sutures. The information provided states: ¿during a shoulder procedure it was found the anchor cracked when it was screwed in.¿ an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied or improper use of device. The instruction for use states: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported about a footprint ultra pk 4.5 mm suture anchor that during a shoulder procedure it was found the anchor cracked when it was screwed in. All the pieces were successfully removed using tweezers. Moreover, the procedure was successfully completed without significant delay using the same bone hole with a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.